Manufacturer narrative:
(B)(4). Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient had a surgery to take care of a hematoma that had developed. Within a few weeks following this surgery, the patient was revised due to an infection. Additional information was requested, however no additional information is available.